Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The transmitter was evaluated. An external/exterior visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The receiver was evaluated. An external/exterior visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver functional test was performed and passed. Receiver pairing test was performed and passed. A review of the receiver logs was performed and signal loss was found within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.